Event description:
It was reported that the patient had a surgical procedure to revise a sling device due to recurring incontinence and that the sling did not work. The patient is expected to fully recover.